Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump was inaccurately delivering. No additional information was provided. Animas attempted to follow up with the reporter but has been unsuccessful at this time. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2016 with the following findings: the pump's black box showed that the pump was manually suspended on (B)(6) 2016 at 13:12; deliveries never resumed. The last bolus delivery was a 20.45u bolus on (B)(6) 2016 at 09:15. The total daily doses added up correctly and reflected the user's programmed basal rates. No delivery defects were found during delivery accuracy testing. The pump was found to be delivering within the required range.